Event description:
It was reported to baxter (B)(4) that the customer experienced a ruptured reservoir during filling of one ce basal/bolus infusor. According to the customer, the reservoir had ruptured and the medication was discovered outside of the reservoir. The leak was not around the bladder crimp. The device was filled with 85 mg of doxorubicin hydrochloride and 96 ml of normal saline. The device was set to infuse for 48 hours. The drug manufacturer is (B)(4). There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
The sample was not able to be sent in to baxter for an evaluation, per the customer; therefore, the reported condition of "reservoir ruptured" could not be confirmed. The issue is currently being investigated under (B)(4). (B)(4).